Event description:
It was reported that during an l4-l5 plif procedure as the surgeon was placing the pedicle screw, he exerted a lot of force to the driver and holding sleeve to get the screw to go into the correct position. The force exerted, pulled the holding sleeve out of the screw. The threads of the holding sleeve tip were broken and no fragments broke into wound. Also the threads of the screw were nicked and damaged, so both items were unusable. The surgeon changed to another holding sleeve and screw and completed the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed indeterminate from a manufacturing standpoint. The product evaluation visual inspection revealed that the first full thread is broken off the tip and the broken thread is stuck in the top of the screw. The tip could not be threaded into a new matrix screw. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).